Event description:
It was initially reported that high lead impedance was observed on diagnostics performed. The patient was reporting an increase in seizure frequency of a different type for the previous five months, but was still below pre-vns baseline levels. The patient was said to be medication compliant so it is unclear if the recent change in behaviors and seizure activity was due to the device. She said, the patient is a teenager, so the possibility of disease progression or physiological changes has not been completely ruled out. The issues were later indicated as not being new, just issues that he hasn't displayed in a really long time and since before vns. The patient was said to have been referred for x-rays at that time. Review of the x-rays received indicated that there appears to be a lead fracture that is likely contributing to the high lead impedance observed. A search performed in the manufacturer's programming history database resulted in previously observed high lead impedance on 07/16/2008. The patient has been referred for revision surgery of the lead and pulse generator.

Manufacturer narrative:
Method: manufacturer reviewed x-rays of implanted device. Results: review of x-rays by the manufacturer reveal a gross lead discontinuity. Conclusions: device failure occurred.